Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 repeatedly failed and produced a clicking noise. When the customer closed the drawer, it continued making loud clicking sounds. The customer opened the back panel to inspect it, but everything appeared clear with no visible obstructions. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5 kept failing and drawer intermittently would not open. A field service engineer (fse) ordered a replacement drawer, but it was on backorder, so the rails were replaced in the meantime. The drawer was operational. The team planned to reassess later to determine whether the drawer replacement would still be necessary. The system functioned as intended after the field service engineer repaired the device.